Event description:
International affiliate reports that pt underwent CABG in 2003. Developed small pericardial effusion (1cm) the following day which was not drained. Ten days later developed small plueral effusion which was not drained. Pt discharged the following month to another hosp.